Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -0.5/4.0/176 tore/broke during loading after opening the vial. The lens was not implanted. Product non-conformity with no patient involvement was reported. On 31-aug-2023, a replacement lens was implanted into the patient's left eye (os) and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined not reportable due to no patient contact. Claim # (B)(4).